Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. Battery cap not replaced in past 7-12 months. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: a review of the black box showed no power interruptions. The battery compartment was cracked alongside the pump. The battery cap was stripped and was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap measurements were within specifications. A test cap was used and powered on the pump with no alarms. The pump was run for 24 hours and no further power issues occurred.